Event description:
This account requires that the product be returned to their pathology lab. When the company representative went to retrieve the explanted devices, they could not be found.

Event description:
It was reported the patient had a loss of therapy and impedances were >2000 ohms. As a result, a surgical revision was performed. During the revision impedances were measured on the lead with an external neurostimulator (ens) and alligator clips and the results verified the lead integrity. Impedances were then measured on the extension with the ens and alligator clips and the results showed the impedances were high. The extension impedances were >40,000 ohms. The extension and stimulator were replaced, and the issue was resolved.

Manufacturer narrative:
Concomitant medical products: extension model 7482a95 serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2011, lead model 3389s-40 lot# v386123.